Event description:
It was reported that the balloon of this device was used to pre-dilate a lesion for stenting. The lesion was in an saphenous vein graft that had received 5 stents 10 months prior. 2 of these stented areas had already re-occluded. The balloon of this device burst while dilating the most proximal re-occluded, stented lesion. There has been no claim of injury related to the event. The device is being returned for analysis.